Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated no power to the pump after exposure to water. The reporter denied damages to the battery compartment and to the cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: review of the black box revealed two power on reset events after ¿cs052¿ and ¿cs064¿ alarms recorded (B)(6) 2016. The returned battery cap is undamaged and able to fit to maintain electrical connection. During investigation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. Moisture corrosion was observed in the battery canister and on the display screen inside the pump. Leak testing failed due a battery compartment leak: the battery compartment is cracked at threads on the side and at the case seal. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation; the alleged ¿no power¿ issue was not duplicated during investigation. The pump¿s cover was removed revealing further moisture corrosion on the printed circuit board and the continuous glucose monitoring module. Unrelated to the original complaint, the display screen contrast was dim and discolored. (B)(4).